Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer stated all buttons was unresponsive or gives intermittent response. Customer stated insulin pump was neither dropped nor exposed to moisture. Customer stated they inserted new battery and button was responding now. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.